Event description:
The customer reported that the ECG on this unit is going in and out and it will not hold a reading. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that the ECG on this unit is going in and out and it will not hold a reading. According to the customer, the unit may have fluid damage; however, not 100% sure of it. The unit was not in patient use at the time. Investigation summary: the device associated with the reported issue was returned for evaluation. The device was tested for over 24 hours and the reported issue was duplicated. The root cause for the reported issue was determined to be liquid exposure. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 08/06/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 08/11/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 08/13/2025 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the ECG on this unit is going in and out and it will not hold a reading. According to the customer, the unit may have fluid damage; however, not 100% sure of it. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the ECG on this unit is going in and out and it will not hold a reading. The unit was not in patient use at the time.